Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 physical samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that in 2 of the 3 samples received, an unknown particle was observed. Bd was not able to determine the cause of the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported by the customer that they are finding a tiny plastic irregularity at the tip of the catheter. Debris/irregularity at the tip of the catheter/on the bevel of the needle. Some had foreign material at the tip of the catheter. Some had blood coming out through the grey stopper (where the needle gets removed) some appear to have a bevel that it slightly turned to the side vs straight up.